Event description:
It was reported while testing for sars cov-2 30 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following fields were corrected with additional information: " false positives appeared over the series for several months"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref (B)(4)) lot 1209775 was performed by the verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported false positive results with bd sars-cov-2 reagents for bd max¿ system ((B)(4)) over several months. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without any data, no analysis was possible, and the root cause could not be identified. Bd was unable to confirm the customer issue. Based on the investigation, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ product lot 1209775. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 30 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following fields were corrected with additional information: " false positives appeared over the series for several months"